Event description:
Patient was on a stryker eye cart when they needed to be sat up for ptosis repair. When patient needed to return to supine position, the crank would turn but the patient's head was not lowering. A loud sudden pop occurred and the patient's head dropped from a sitting position to flat. Patient verbalized having prior back problems in the past. No complaints of pain. No other injuries noted.